Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia.the blood glucose level was 232 mg/dl at the time of event. The length of hospitalization was less than 24 hours. The patient also had symptoms like headache, tired and weak. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.